Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked reservoir tube lip. No scrolling numbers display anomaly noted.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were unresponsive. Her blood glucose level was 188 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.